Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that inaccurate readings were shown on the mx40. The device was in clinical use at time of event, no adverse event was reported.